Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the helix clogged with blood/ tissue.

Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, it was noted that the lead screw was not extending from the helix. The anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.